Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber end fired after 200 joules. The procedure was completed with a second fiber without clinical consequences to the patient.